Event description:
As reported, the patient had an elunir 3.5 x 24 us stent successfully implanted during the patient¿s index procedure. Five (5) days later, the patient returned with a sub-acute thrombosis (sat). The patient was treated and released. No additional information was provided. Additional information received indicated that the patient¿s admitting diagnosis was unknown. The patient was not admitted with an acute myocardial infarction (ami). The stent was deployed at ten atmospheres (10 atm.) For ten (10) seconds. The stent was reported to be fully apposed. Intravascular ultrasound (ivus) was not done after stent deployment as ffr was positive prior to intervention. The target lesion for the procedure was the left anterior descending (lad)/diagonal bifurcation. The lesion was reported to be: de novo, and an eighty percent (80%) stenosis for both lesions/vessels. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. There were no reported product issues or adverse events during the patient¿s index procedure. The patient was discharged the evening of the index procedure. The patient was anticoagulated fully during the index procedure, receiving 4000 units of heparin during the procedure, 81 mg. Of aspirin (asa) pre-procedure/75 mg. Plavix pre-procedure. The patient was started on antiplatelet therapy after the index procedure, receiving integrilin during and post-procedure as well as plavix post index procedure as well as prescribed to home on plavix. It is unknown if the patient was compliant with the medical regimen/antiplatelet therapy. Regarding the sub-acute thrombosis adverse event (ae): the patient's admitting diagnosis was an acute mi. The patient experienced crushing chest pain that was reported to be ten on a scale of ten. Angiography revealed that the lad/diagonal target lesion were one hundred percent occluded (100%). The sat was treated with laser therapy, percutaneous transluminal angioplasty coronary (ptca), and two (2) non-cordis stents implanted: 2.5 x 16 and 2.5 x 8 placed and post dilation done. Thrombolytics/reopro was administered. Films are not available.